Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional reported stroke, nausea and falls were not related to the device or therapy; the patient had a history of coronary artery disease (cad).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient went into the clinic and reported having nausea and a mini stroke in (B)(6) 2015. The patient also reported to the hcp that he has fallen 13 times in the past 2 months.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.